Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had the pump error. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant a39 alarm, problem isolated to the mother board. Unable to performs self test and displacement test due to a39 alarm.